Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alleging possible underdelivery because they not get basal. The customer's current blood glucose value was 253 mg/dl. Customer was neither in hospital nor in emergency room. Customer states drive support cap appears to be normal. Customer received no delivery alarm in past. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump and reservoir will not be returned for analysis.